Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Initial laboratory analysis revealed a possible performance issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this event will be updated.